Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in pt for endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm and vessel morphology are unknown. It was reported that the stent graft infolded proximal to the bifurcation and an endoleak had developed. The stent graft was explanted 2 months later. Medtronic has not received the explanted stent graft.